Event description:
It was reported occlusion alarms occurred. Reportedly, the customer was using the same cartridge for over 3 days with aspart insulin, tandem technical support educated the customer this is considered off label use per the tandem user guide. The customer changed supplies and resumed insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.